Event description:
It was reported to boston scientific corporation that an expect slimline needle was used in the bulb during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the physician tried to extend the needle and he could not get it to come out of the sheath. He then tried to use another expect needle and tested it to make sure it worked before inserting into the working channel of the scope. They still could not get the needle to come out of the sheath and then gave up on trying to get a sample. The procedure was cancelled due to this event. There were no patient complications reported as a result of this event. Note: this report pertains to the first of two devices used during the same procedure.

Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure outcome. Block h10: investigation results: the returned expect slimline needle was analyzed, and a visual evaluation noted that a kink was found in the working length at the proximal section near to handle. Additionally, it was noted that the tip of the needle was bent/kinked. A functional evaluation noted the needle was able to be extended and retracted when the handle was actuated properly, however, resistance was felt during testing due to the needle tip being bent/kinked. Based on all available information and the condition of the returned device, it is most likely that handling and manipulation of the device could have contributed with the reported event. Handling and manipulation of the device during the procedure could have led to bending/kinking of the needle tip, once the needle tip is bent/kinked it can scrape the inner walls of the sheath leading to difficulty extending the needle. The investigation concluded the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots and a manufacturing review of the most probable lots did not identify any anomalies or deviations that could have contributed to the event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an expect slimline needle was used in the bulb during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the physician tried to extend the needle and he could not get it to come out of the sheath. He then tried to use another expect needle and tested it to make sure it worked before inserting into the working channel of the scope. They still could not get the needle to come out of the sheath and then gave up on trying to get a sample. The procedure was cancelled due to this event. There were no patient complications reported as a result of this event. Note: this report pertains to the first of two devices used during the same procedure.